Event description:
Boston scientific received information in (B)(6) 2012 that this clinic nurse contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert (voltage too low for projected remaining capacity). Ts discussed the issue associated with fault code#1003 and recommended device replacement. The clinic nurse was informed that a save-to-disk and memory upload could be performed to obtain an estimate of remaining longevity. Ts notified the local representative and discussed the device issue. The patient was scheduled for an in-clinic device check. Upon arrival to the clinic, a save-to-disk/memory upload was performed and returned to boston scientific for analysis. A review of the stored memory found that a low voltage fault was declared in (B)(6) 2012 due to three daily voltages being below the threshold of 3.025 volts. The voltage is currently at 3.024 volts and therapy availability is unaffected. The current appears steady with an additional current drain of 80 micro amps over the expected nominal value of 12 micro amps. To date, the behavior appears consistent over time, however, this may change unpredictably. At this point, the battery has significant reserve capacity. If the fault current were to increase several times more than the maximum calculated current, then the device may lose the ability to deliver therapy within a replacement window of 2 weeks. Subsequently, boston scientific received information that this device was explanted and was received at boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded, however, therapy was available. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--